Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) ,and a siemens customer service engineer (cse) was dispatched to the customer's site, and inspected the instrument. The cse analyzed filer and chem data, checked alignments mixers, checked ultrasonic for arm functionality, and performed a patient correlation. All results, and tests were acceptable. The cse also performed a bleach solution decontamination, and ran a troponin correlation study from the chem waste cup. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Four discordant, falsely elevated cardiac troponin-I (ctni) results were obtained for two patient samples on a dimension xpand plus instrument. The results were reported to the physician(s). The same samples were repeated on an alternate dimension xp,and plus. The repeated results from the alternate instrument were reported, as the correct results, to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely elevated cardiac troponin-I (ctni) patient results.